Manufacturer narrative:
Additional information: one i3 unit model # cm1100 with main unit serial # (B)(6) and i3 accessories were returned for evaluation. Visual inspection of returned material revealed no discrepancies or discernible damage. The unit passed formatted compact flash, barometric sensor, and dsp load portions of diagnostic tests. The complaint of an error 5 message could not be replicated but was confirmed from quality review of the log files in the cardiomemshf backend website. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.

Manufacturer narrative:
The results, method, and conclusion codes, along with investigation results will be provided in the final report.

Event description:
The customer reported that they received an error 5 message on their device. The customer confirmed that the unit was not exposed to cold weather. Readings were able to be manually transmitted.